Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn/lot number; therefore, the model number, lot number, expiration and device manufacture dates are unknown. The initial reporter is (B)(6). However, the applier physician was (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar device was implanted during a spaceoar placement procedure performed on unknown date. Magnetic resonance imaging (MRI) showed that the hydrogel was entirely within the anterior rectal wall going through the muscularis layer of the rectum towards the midgland and apex. The patient is asymptomatic. Boston scientific has been unable to obtain additional details of the patient outcome, despite the good faith efforts.